Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. A 13-month complaint history review and service history review for similar complaints was performed on st aia-pack ctnl 2nd-gen test cup lot number ix19364 from (B)(6) 2018 through aware date (B)(6) 2019. There were four (4) similar events reported during the search period, which includes this event. A 13-month complaint history review and service history review for similar complaints was performed on bio-rad quality control lot numbers 23655, 23652, 23553, and 23655 from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. The cardiac troponin I st aia-pack ctnl 2nd gen analyte application manual states the following: evaluation of results quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event could not be determined. The issue was resolved by recalibrating the aia-900 analyzer with new lot of calibrators and ctnl 2 test cups.

Event description:
A customer reported out of range low quality controls on cardiac troponin I (ctnl 2) with the aia-900 analyzer. The customer reported using bio-rad qc lot number 23655 and st aia-pack ctnl 2nd-gen test cup lot number ix19364. The customer recalibrated and qc out of range, then repeated a 3rd time and qc level ii and level ii were near the mean. The customer thawed new aliquot and repeated with the same result. The technical support specialist (tss) sent a lot of mac qc for investigational purpose. On (B)(6) 2019 the tss followed with the customer and confirmed that mac qc level 1 was out of range high; level ii and level ii were within acceptable range. The customer reported that bio-rad qc, lot number 23655, was out range high as well. The tss suggested to calibrate a new lot of ctnl 2 test cups with new lot of calibrators and then repeat qc. On (B)(6) 2019 the tss followed-up with the customer and confirmed that after calibrating the aia-900 analyzer with a new lot of calibrators and ctnl 2 test cups, qc values recovered within acceptable range. No further action was required. The reported event resulted in delayed reporting of patient results on cardiac troponin I. There is no indication of any adverse health consequences or change in treatment due to this event.